Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, externalized conductors were noted on patient's right ventricular (rv) lead from fluoroscopy. The lead was capped and replaced on (B)(6)2023. There were no patient consequences.